Event description:
This rv leas was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 05/14/2018 stating that lead safety switch (lss) occurred. This was the second time that the rv lead tripped the lead safety switch (lss). Dr. (B)(6) is going to monitor. Patient is an active golfer and tennis player. No adverse patient events at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).